Manufacturer narrative:
Summarized patient outcomes/complications of transcatheter replacement of of a tissue valve, including epic valves were reported in a research article. Aortic regurgitation was reported as one of the pre-existing conditions prior to replacement of the valves. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, ¿predicted vs observed valve to coronary distance in valve-in-valve tavr¿, was reviewed. The article presented a retrospective, single-center study to investigate the agreement of predicted valve-to-coronary ostia (vtc) and valve-to-sinus (vts) distances and observed post- transcatheter aortic valve replacement (tavr) anatomy on computed tomography (CT) and their relationship with transcatheter heart valve (thv) expansion and deployment conditions. Devices included in this study were epic, magna, magna ease, mitroflow, mosaic, perimount, trifecta, and sapien 3. The article concluded with nominal balloon filling, vtc and vts distances underestimate postprocedural distances due to thv frame underexpansion. However, postdilatation may lead to distances smaller than predicted due to thv overexpansion at the outflow level. [(B)(6)]. The time frame of the study was (B)(6) 2016 and (B)(6) 2022. A total of 51 patients were included in this study. The average age was 77.7 years and the average gender was male. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, chronic kidney disease. There are no peri-procedural complications. Post-procedural complications included surgical intervention, hospitalization, aortic regurgitation, central regurgitation.